Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had problems with her quickset that she just put on this morning. Customer primed the pump and got insulin to go through the tubing. Customer then gave a bolus for breakfast and received a no delivery alarm. Customer's blood glucose was over 100 mg/dl at the time. Customer performed 5.0 units fixed prime and stated that the insulin did exit. It was explained that the site may have been occluded. Customer stated that her sensor glucose was above 100 mg/dl when this happened but she had not checked her blood glucose today. Customer stated that she has had a no delivery alarm 4 times since the first time it occurred 6 weeks ago. Customer stated that last week her blood glucose was in the 400's mg/dl and she bolused for 80 cabs. Customer's blood glucose was only 10 points lower 2 hours later. Customer took 50 units of insulin a day instead of her usual 34 units over the weekend. Customer was advised to call back if the no delivery alarm recurs.